Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power and elevated flow; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The reported events of pain and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Furthermore, the report of suspected thrombus could not be confirmed through this evaluation. Evaluation of the submitted log files confirmed elevations in pump power. It was also reported that the patient had elevated ldh and was undergoing an evaluation for pump thrombosis. The submitted log files collectively contained data from (B)(6) 2021 to (B)(6) 2021. The pump remained above the low speed limit for the duration of the log files. There were intermittent elevations in pump power and flow rate from (B)(6) 2021 until (B)(6) 2021. Although several of these elevations were captured during pulsatility index (pi) events, the data logger was not active. Pump power and flow appeared to return to baseline on (B)(6) 2021. There were no other notable findings throughout the remainder of the files. The log files appeared to show the system operating as intended. Multiple requests for additional information were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) serial number (B)(6). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU) rev. C is currently available. Section 1 of the IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Also, in section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient with a recent pump exchange is now having chest discomfort and large power/flow spikes. Log file submitted revealed elevated flows above the normal parameters which is usually seen when there is something building up on the rotor of the pump and patient was undergoing thrombosis evaluation as the patient has a history of thrombus. Two additional log files were submitted that revealed elevated power where the file ends with power returning to a normal range for a set speed of 9400 rpm. There were several power/flow elevations between (B)(6) 2021 and (B)(6) 2021. It is also suggested that the patient was sleeping on battery power which is not recommended. There were no other unusual events recorded in the log file event history. Additional information was requested but not provided.